Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that the non-patient needle failed to retract, causing blood to seep out. No patient impact.

Manufacturer narrative:
D2b: medical device type: fpa d2a: common device name: intravascular administration set investigation summary material #: 367391. Lot/batch #: 3076360. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and shows a device with the sleeve not fully recovered over the np cannula and blood leakage on the sleeve. Additionally, thirty (30) retention samples from bd inventory were evaluated by functional testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd is able to confirm the customer¿s reported failure mode of sleeve leakage based on customer photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.